Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first fire trial of the antrum on a laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but could not squeezed the handle and the staple was not able to fire. A replacement reloads were used to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.